Event description:
The facility's biomedical engineering dept returned the device for svc. During svc testing, baxter svc tech reported that the device underdelivered. The facility's biomedical dept stated they have no record of any pt injury or incident report filed on this pump since the last baxter svc event.